Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine, it was found that the power supply fan was broken and the fan cover was broken. Due to impact during transportation. Send a repair quote later (swap machine number (B)(6) with the cart of machine number (B)(6) because the cart of machine number (B)(6) is ready for use, to let the customer have the machine to use first). As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that while on transport, the cs300 intra-aortic balloon pump (iabp) fan was broken and the fan cover was broken. There was patient involved and the machine was replaced causing no harm to the patient.